Manufacturer narrative:
All available information was investigated, and the reported premature activation (clip detachment) could not be replicated in a testing environment due to the condition of the returned device (the clip was returned separately from the cds). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported premature activation appears to be due to the identified broken coupler. However, a cause for how the coupler broke cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted into the left atrium. It was noted that when the clip opened, the clip was tilted to the side. It was observed that the clip was only attached to the lock line. The physician decided to retract the clip into the guide, but was unable to. Therefore, clip was pulled back into the guide in the inverted position. There were no adverse patient effects and no clinically significant delay in the procedure.